Manufacturer narrative:
The lot number of the delivery device was not provided, and the device was not returned to the manufacturer for evaluation. Therefore, a device history review (DHR) and product evaluation could not be conducted. Based on the information provided the most likely root cause are user related factors (such as loading or handling techniques) and/or procedural factors (such as lens and inserter interaction) might have contributed to the event. In the surgeon¿s opinion, the event was due to a loading error.

Manufacturer narrative:
Investigation is underway. A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that upon inserting the lens in the patient's eye the lens tore. The incision was enlarged but no sutures were required. A back up lens was implanted with no issues. In the surgeon's opinion the event was due to a loading error. The patient's prognosis is good.